Event description:
It was reported catheter removal difficulty occurred. The target lesion was located in the left anterior descending (lad) artery. A promus premier stent was selected and used to treat the lesion. After the stent was deployed, the stent delivery system (sds) became stuck in the lad. Another sheath was introduced through the other groin and another catheter and balloon were used to remove the sds. The procedure was completed with this device. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).